Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tkpx, implanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that program #3 leads stopped working. The patient reported that they met with a manufacturer¿s representative and went over programming.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy and stated their implant stopped working. The last time the patient felt stimulation was seven days ago. It was determined that therapy wasn't on. Therapy was turned on, but the patient still did not feel stimulation. Patient has a doctor's appointment on (B)(6) 2017 and is on program 3 at 4.9v and usually feels stim at 2.8v. Changing programs was reviewed and the patient stated that on program 4 at 0.8v, they felt stimulation. It was recommended to have the doctor check the ins and lead. Patient is going to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.